Event description:
A complaint was received 05/28/2014 from a legal entity regarding a consumer who experienced burning, blurry vision, and other unspecified eye problems after wearing a contact lens for approximately four hours. Additional information was received 06/28/2014 which stated that the consumer's right eye was infected as a result of using the contact lens. Additional information received 04/13/2015 to include medical records describes the consumer's experience as being diagnosed with purulent conjunctivitis, corneal abrasion, a central corneal ulcer, possible endophthalmitis (which was ruled out), hypopyon, corneal edema, epithelial defect, corneal haze, opacity, and neovascularization. Medical records were reviewed and are summarized as follows: the consumer sought medical care in the emergency room on (B)(6) 2014, complaining of right eye pain and blurred vision for 12 hours, after wearing her contact lenses overnight. She was diagnosed with purulent conjunctivitis and given ciprofloxacin 0.3% drops, 2 drops every 2 hours while awake for 2 days, and then every 4 hours for 5 days. She was instructed to follow up with an eye doctor the following day. On (B)(6) 2014, the consumer followed up with an eye doctor as instructed, who noted complete epithelial defect, hypopyon, corneal abrasion, and possible endophthalmitis. He prescribed moxifloxacin and referred her to a retinal specialist. Medical records also indicate "pt scratched eye 1-2 days ago." The same day, she was seen by another eye doctor and the records indicate she presented with decreased vision, photophobia, redness, and tearing in the right eye. The slit lamp exam notes state: "lids/lashes - 2+ ptosis, conjunctiva/sclera - 4+ injection, cornea - 2+ edema with folds and endo plaque inferiorly, almost full epithelial defect, anterior chamber - fibrin plaque with hypopyon 1.0 mm, iris -normal, lens - 1+ nuclear scleric cataract [ou], and vitreous - hard to see. The diagnosis was "corneal ulcer". The medications cyclopentolate 1% ophthalmic drops (1 drop tid od) and moxifloxacin 0.5% ophthalmic drops (1 drop every hour) were added. The patient was directed to follow up the following day. The following day, (B)(6) 2014, the patient presented for "one day follow-up - abrasion on the left eye," with the symptoms noted as "can't see, inflame;" this appears to be incorrectly recorded as the left eye, as the right eye was indicated to have had the noted findings and there is no further mention of the left eye in the records (in this same section of notes, all other comments are supportive for the right eye). Physical examination findings - ptosis, injection, and edema have all improved and the ed (epithelial defect) has become "a little smaller". The hypopyon is now to 04 mm. The location of the corneal ulcer is noted as central.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).